Event description:
It was reported that the arctic sun device alerting patient line open. They were trying to initiate therapy, but device primed to stop. Patient temperature (pt) was 36.7c, targeted temperature (tt) was 36c, water temperature (wt) was 9.1c, water flow rate (wfr) was 0 l/m. Walked through stop therapy, empty pads, disconnect and reconnect. All lines straight with no bends or kinks. Device primed to 0 l/m water flow rate (wfr). Placed device in manual control at 5c. Outlet monitor temperature (t1) was 8.3c, outlet control temperature (t2) was 8.3c, inlet temperature (t3) was 8.3c, chiller temperature (t4) was 3.9c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -6.9 psi, circulation pump command (cpc) was 55 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 9224.1 and pump hours were 8731.4. Reconnected pads while still in manual control and water flow rate (wfr) was 0 l/m. Disabled manual control and advised to swap out to new set of pads. Per follow up information received via task on 26dec2025, spoke with nurse who denied any pads on the unit. They took my information for charge nurse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.